Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately two months following the implant of this transcatheter bioprosthetic valve, moderate paravalvular leak (pvl) with mild central aortic insufficiency was reported. Two inflations were performed with a balloon aortic valvuloplasty (bav). The pvl remained moderate and a second valve was implanted. Pvl reduced to mild-moderate with an increased diastolic pressure. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.